Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error code. The printed circuit board (pcb) was reset and the firmware was updated. Analysis also noted that the output connector assembly was broken and the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg tested out of specification during manufacturer's analysis.